Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that there was no display after pressing the power button. Additionally, the device plug was not connected and did not start normally after connection. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite ii video system center screen blacked out with no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that there was no display after pressing the power button. Additionally, the device plug was not connected and did not start normally after connection. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite ii video system center screen blacked out with no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that this event was due to a faulty printed circuit board, but the cause of this fault could not be further identified. The replacement of the printed circuit board resolved the reported phenomenon. Olympus will continue to monitor field performance for this device.